Event description:
The syringe broke during use.

Manufacturer narrative:
It was reported that the syringe broke during use. This was a defective flush that "broke off and crumbled into port where son was instructed to flush for pump disconnect." They think it came from a home disconnect kit. The item number for the saline syringe is emzccs10500, lot 3145967. Follow up care was received at the infusion clinic appt. Mediport was flushed without difficulty. Defective syringe was saved to send to medline. There were no reports of death, serious injury, or medical intervention. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.